Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
Approximately four months post index procedure the patient complained of chest pain and went to the hospital. A coronary angiogram was conducted and thrombus was observed in the cypher. Aspiration and plain old balloon angioplasty was conducted to treat the thrombus. In 2006, the patient went in for an emergent case due to an acute myocardial infarction. A 3.5 x 18 mm cypher stent was implanted a 16atms for 10 seconds. The stent was post-dilated with a balloon at 20 atms for 10 seconds. The residual percentage of stenosis was 0. Timi flow was 0 pre-procedure and 3 post-procedure. The physician commented that the patient did not take the anti-platelet medicine correctly and that could be the possible cause of the thrombotic event. The patient had a type c, de novo, concentric, bifurcated and ostial lesion in the proximal to mid left anterior descending. The lesion length was 15mm and vessel diameter was 3.75 mm. The patient's medications included the following: aspirin, ticlopidine, cilostazol and heparin.